Event description:
According to the information, upon insertion of the catheter the patient had difficulty. He noticed drops of blood when he pulled out the catheter.

Manufacturer narrative:
The return of the product has been requested. At this time, no response has been received. Without the benefit of examination, qa is precluded from commenting on the condition of the product or the cause for this occurrence. Should the device be received, qa will file an addendum to this report if required. Review of the overall complaint history for this product shows that occurrences of this nature are rare.